Event description:
It was reported that the insert did not lock onto the tibial baseplate. Therefore, the surgeon implanted another insert (11mm) instead of it.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.